Event description:
It was reported by the sales consultant: during a procedure on (B)(6) 2013, after the surgeon inserted the screw with the device and disengaged; the screwdriver turns rapidly at the same amount of rotations as required for screw insertion but in reverse. It was also reported that the device did malfunction during surgery while being used on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested.

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The item would run in reverse when the forward button was pressed. The repair technician determined that the motor of the device needed to be replaced. It is not known what caused the motor to run in reverse. The motor/gearhead, membrane switch, flex circuit, circuit board and all applicable parts were replaced. Once repaired the item was returned to the customer. The item was released to the warehouse on 04/09/2008. There are no known ncrs associated with this item/lot number.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.a service history of the past three years has been reviewed. The item was previously returned for service on 11-oct-2011 and 21-feb-2012 and 24-aug-2012 due to motor failure. The customer called in a service request for this item on 03-jun-2013 for inoperable device. The previous service conditions of motor failure are relevant to the current complained issue. The manufacture date of this item is 09-apr-2008. The source of the manufacture date is release to warehouse.